Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to a reset. High, out of range, pacing lead impedance was also observed. No further information available.